Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm, was being used during a hip arthroscopy procedure on (B)(6) 2026 when it was reported, ¿during the procedure, the black tip (electrode) of the instrument detached and was found inside the patient. A grasper had to be used to retrieve the electrode fragment from within the patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with a 2-minute delay using another same-like device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An examination of the returned used device, item aes-50sl, found electrode detached from the tip. Detached electrode was not returned for the evaluation. An examination was performed per edge probes, standard work line #1, (B)(4). Root cause cannot be determined, however, based upon the IFU; a possible cause of this event could be use of the probe for mechanical displacement of tissue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm, was being used during a hip arthroscopy procedure on (B)(6) 2026 when it was reported, ¿during the procedure, the black tip (electrode) of the instrument detached and was found inside the patient. A grasper had to be used to retrieve the electrode fragment from within the patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with a 2-minute delay using another same-like device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.